Event description:
A physician reported that during an intraocular lens (iol) implant procedure, during a cataract removal surgery on patient a.s.s. While preparing the lens for implantation, the provisc viscoelastic was introduced and the plunger passed over the lens and pinching the posterior haptic at the cartridge exit. There was no contact between the patient and the lens. Lens was replaced with an identical one. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. The attached photo shows an activated autonome device. The plunger appears to be advanced outside of the nozzle tip and appears to be advanced under the intraocular lens (iol). The iol appears to be advanced into mid nozzle. We are unable to determine the root cause for the reported complaint "plunger passed over the lens, pinching the posterior haptic. ". The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater than 23 degrees celsius / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).